Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to lead dislodgement. Post implant noted a failure in pacing on the ward monitor. A pacemaker check was performed and revealed a slight increase in threshold as the values were around 1 volt and was considered sufficient to achieve capture at the programmed output. The patient opted to be observed overnight; however, pacing failure was again confirmed while walking to the restroom. The following morning, the re-evaluation was performed in supine, sitting, and standing positions. A standing chest x ray position revealed that this rv lead was pulled downward and pacing intermittently increased to 1.5 volts while walking. Output has been adjusted. Subsequently, this rv lead was explanted and replaced with different model. Measurements were taken and showed good values. No additional adverse patient effects were reported.